Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30 degree endoscope plus exhibited an upside down image. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.